Manufacturer narrative:
The cause for the discordant leukocytes results is unk.

Event description:
Customer reported a false negative leukocyte result on the instrument and visually with the multistik 8sg strip. There was no report of injury for this event.